Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed return instrument test/evaluation for earch leakage current. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. The device was received inoperative for no power. Internal/external inspection revealed pneumatic system fluid ingress resulting in functional testing failure, specifically earth leakage current failure. The service history review revealed no previous service events that would cause or contribute to the reported problem. The direct cause of the problem was pneumatic system fluid ingress. The device was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.